Event description:
It was reported to boston scientific corporation that while doing an anterior and posterior pelvic floor repair using a pinnacle pfr kit, the physician cut off the tail portion of the graft and placed the graft in two pieces. When he was placing the anterior portion of the sling, he had difficulty removing the sleeve from the mesh leg, and was unable to pull off one of the legs on the patient's right side. The patient experienced bleeding from the left side throughout the procedure. The physician got the bleeding under control, completed the procedure, and closed the patient. While the patient was in recovery, nursing noticed she was not stabilizing. The physician ordered an MRI, which showed a mass around the bladder that was determined to be blood. The anterior part of the graft was removed from the patient and she was stabilized. The patient remained in the hospital overnight and received two liters of blood. She is reportedly doing well. It is unknown if the patient was on blood thinners. The physician feels the bleeding was due to an anatomical anomaly.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed.